Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broken ard tabs. Required revision.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete. (B)(4).

Event description:
Update: the liner disassociated from the liner.

Manufacturer narrative:
Conclusion and justification status: new etq record created in order to update (B)(4), reason for original complaint: broken ard tabs. Required revision. Reopen: 14 oct 2015. Updates njr left side, male, (B)(4) approach dissociation of liner revised: liner, head no cement details given. Comorbidities, new pages cup, head, stem. Complaint re created from (B)(4) due to (B)(6) providing updates to case. Products were investigated together with x-rays in the original investigation and the investigation could not draw any conclusions about the reported event. With the complaint being reopened a DHR review was conducted which found no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The investigation could not draw any conclusions about the reported event: however the noted observations suggest the liner may not have been properly seated, rim loaded and then subsequently disassociated from the cup. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.